Manufacturer narrative:
(B)(4). Concomitant medical products: biomet microfixation 1.5mm x 4mm screw, catalog #: 91-6104, lot #: ni. Therapy date: (B)(6) 2014. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00135.

Event description:
It was reported by the patient's legal counsel the patient underwent open-head exploratory surgery due to severe pain. During this surgery, it was discovered several pieces of wire mesh were separating and dehiscent screws and dehiscent mesh was removed. The patient began experiencing severe pain on the left side of his head in 2014, or late 2013. During 2014, the patient had so many episodes of severe pain on the left side of his head and numerous visits to the emergency department for injections of pain medication. The surgeon urged the patient to undergo the exploratory surgery to ascertain what was causing his pain. Three subsequent revision surgeries were reported for this patient; reference reports 0001032347-2018-00136 through 0001032347-2018-00140.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the patients medical records. No product was returned and no functional/material testing or inspections could be performed. No pathology results were provided. No conclusion could be reached as to the cause of the mesh degradation and screw loosening based on the information provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The instructions for use (IFU) of this product states in the section titled possible adverse effects: poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited. Revascularization, or infection can cause loosening, bending, cracking or fracture of the device. Nonunion or delayed union, which may lead to breakage of the implant. Migration, bending, fracture or loosening of the implant. Metal sensitivity, or allergic reaction to a foreign body. Pain, discomfort, abnormal sensation, or palpability due to the presence of the device. Inadequate healing. Apart from these adverse effects there are always possible complications of any surgical procedure such as, but not limited to, infection, nerve damage, and pain, which may not be related to the implant. The IFU also states in the section titled warnings: surgical implants are subject to repeated stresses in use, which can result in fatigue fracture. Factors such as the patient¿s activity level, and adherence to load bearing instructions have an effect on the service life of the implant. The surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and metallurgical aspects of the surgical implants. Implant materials are subject to corrosion. Implanting metals and alloys subjects them to constant changing environments of salts, acids, and alkalis that can cause corrosion. Putting dissimilar metals and alloys in contact with each other can accelerate the corrosion process that may enhance fracture of implants. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00135-1.